Event description:
It was reported that a patient had a pump that would flip in the pocket ¿and she would just reach down and manually manipulate it so that it flipped back over¿. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4).